Event description:
Physician reported difficulty removing scope. While removing scope ureter was damaged and a stent placed. Physician reported that the scope was "bunched up". Uncertain as to how damage occurred. There was no visible scope damage prior to use. Safety event report was completed by the department manager and the scope was sent out for repair.